Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred .no data was provided for evaluation the complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was undetermined. The customer complaint confirmation was undetermined because there was no usable data to review.